Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post-paced t-wave oversensing. The device was reprogrammed. The patient remained in stable condition.

Event description:
New information available on (B)(6) 2017 states that, the asymptomatic patient presented in clinic for a routine device check. The implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The oversensing was dated back to (B)(6) 2017. The device was reprogrammed. Myopotential oversensing was also noted in one of the egms. The patient would continue to be monitored.